Manufacturer narrative:
After additional investigation it was found that the device would intermittently boot up with the paddles lead selected for display in the channel 1 position on the monitor when the device was actually configured to boot up with lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display any ECG trace. It was determined that, for this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defib paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. The cause of the issue was determined to be due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a recent patient event that their device locked-up. The customer was able to power the device off and then on again which resolved the reported issue. Once powered back on the device was used to continue patient care with no further issues. The patient, (B)(6) female, was being examined by personnel for a possible cva (stroke). The patient was being monitored at the time of the event. The patient survived the event. No adverse effects to the patient were reported as a result of the reported issue.